Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate, and the pump time and date were incorrect; cause was unknown. Tandem technical support assisted the customer in correcting the time and date and successfully resume insulin delivery. Additionally, it was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 240 units of insulin during the load sequence. The customer reloaded the same cartridge to resolve the issue. Customer¿s blood glucose level ranged from 183 mg/dl to 250 mg/dl.